Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue the device was returned to olympus for evaluation and the customer's allegation was not confirmed. The root cause of the reported issue cannot be determined as the reported event was not able to be reproduced. Olympus will continue to monitor the field performance of this device.

Event description:
Follow up response noted, " cannot provide any more information".

Event description:
It was reported that the subject device was not focusing. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.